Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate appeared to be inaccurate and "erratic". No further information was provided on the reported issue. Although requested by tandem technical support, the customer declined to perform troubleshooting. There was no impact to the customer's blood glucose level as the pump was being used with saline.